Manufacturer narrative:
(B)(4). Date of occurrence was an unspecified date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis(pd) therapy. The patient was hospitalized twice for the peritonitis event. The reporter stated that the patient was hospitalized for two weeks, went home for one week, and returned to the hospital for ¿a couple more weeks¿ due to the peritonitis not completely resolving and due to bacteria remaining on the peritoneal dialysis (pd) catheter (non-baxter product). The cause of peritonitis was unknown. The patient was treated with ceftazidime (route, dose, frequency, and duration not reported) and vancomycin (route, dose, frequency, and duration not reported). Additionally, during the second hospitalization, the patient was treated with diflucan (route, dose, frequency, and duration not reported). The patient discontinued dianeal therapy. At the time of this report, the patient was recovered from the event. No additional information is available.